Manufacturer narrative:
Sample has not been returned to manufacturer at this time. Investigation is incomplete at time of this report. A follow-up investigation report will be sent when completed.

Event description:
The event is reported as: incoming inspection alleged the teeth of the jaw are cracked. Not used on a pt. No injuries reported.